Event description:
This undisclosed device case from (B)(6) was received on (B)(6) 2014 from a rheumatologist to company sales representative. This case concerns an adult male patient (age not provided), who experienced anaphylactic reaction after receiving treatment with synvisc one. The patient's past drugs, medical history, concurrent condition and concomitant medications were reported. On an unk date, the patient initiated treatment with synvisc one injection (route of administration, dosage regimen, frequency, lot/batch number and expiration date unk) into an unspecified knee for an unk indication. On an unk date in (B)(6) 2014, after an unk latency, the patient suffered anaphylactic reaction. Action taken: unk. Corrective treatment: no reported. Outcome: unk. Seriousness criteria: important medical event per new (B)(4) list. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) and results were pending for the same. No further info was provided and details were awaited.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: this case concerns a patient who experienced anaphylactic reaction while receiving hylan g-f 20 injection for unk indication. Although the role of device cannot be ruled out based on the device event temporal relationship; however, lack of detailed info about medical history, lab data, any concurrent medical illnesses, clinical course etc. Of the patient precludes a comprehensive assessment in this case.